Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on summer 2016. The customers blood glucose level was over 600 mg/dl when admitted to hospital. The customer reported that the pump not working. The customer reported that the she had no delivery. The customer was treated in emergency room. Troubleshooting was not done for high blood glucose and under delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08700 inches. No excessive no delivery alarms noted. Unit was received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit was received with minor scratched display window and case. Unit was received with missing end cap sticker and stained back address serial number label.